Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. The patient stated that she is extremely uncomfortable and in a lot of pain. The patient stated that she is only turning the stimulator on for about an hour at a time at 0.2 ma and then turns it off due to the pain. The patient stated that her blood pressure dropped very low and she has sharp pains. Patient was advised she contact her clinician in regards to medical advice. The patient stated she had sharp pains in her chest, as well as head pain. Due to this, the patient has been turning off the stimulation. The patient mentioned her right side of her head and chest were in a lot of pain during the evaluation and she even blacked out so, her husband turned off the therapy. The patients sales representative advised the patient to keep the therapy off. The patient stated the device helped her bladder symptoms but, she has a lot of other health issues she is dealing with. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. There were no further complications reported regarding the event.

Event description:
Additional information received from the healthcare provider (hcp) stated that the patient never had the implant. The external neuro stimulator was removed on 11/19/19. The patient refused to have the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.